Event description:
The customer states that the screen goes black and the c-arm generator reboots when fluoroing.

Manufacturer narrative:
The ge service rep site and check power plug connection for tightness. The system operates as intended.